Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system generated erroneous carbon dioxide (co2) results. Customer reported that anion gaps flagged the samples and they reran the samples on another instrument. Customer reported that the other instrument generated normal co2 results. Customer reported that the erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) evaluated the instrument and found no obvious issues. The fse changed both co2 electrodes and the co2 measuring electrode membrane, cleaned all ports and co2 screen, and adjusted the alkaline buffer damper level. The fse verified performance.

Manufacturer narrative:
(B)(4).